Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report

Event description:
It was reported that the equipment failed during ventilation. No injury was reported.

Manufacturer narrative:
For the investigation the provided logfile was analysed, which, however, did not contain the reported date of event. The logfile was in general searched for breathing system failures and ventilator failures. No such failures were found. Some days before the reported date of event the device detected deviations during selftest and signaled these to the user, for example the battery not charged and a too low central supply pressure. During the system test of the atlan a350 the system gets tested for possible operational restrictions of the system. A calibration of all valves and sensors is done and all device functions get tested. Further, leakages, system compliance and system resistance get calculated. After the test, the final test result is displayed on the standby screen. Ventilator malfunctions are recognised by the device in the daily system test. During therapy, alarms are signalled visually and acoustically. The device would alarm a ventilator failure with the highest alarm priority acoustically and visually. In this state, manual ventilation can be performed immediately via the manual ventilation bag (spontaneous breathing is also possible). The user is notified on the screen to confirm the change of therapy. Fresh gas dosing and anaesthetic dosing via the connected vapore are still possible, and monitoring is also retained. All alarms and the ventilator failure are described in the atlan instructions for use. No problems during ventilation were found. It was not possible to reproduce the described problem on the basis of the provided information.

Event description:
It was reported that the equipment failed during ventilation. No injury was reported.